Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the u.s., list number 06d18. (B)(4). Patient identifier (complete): (B)(6) no returns were available for this evaluation. No testing could be performed on lot 30232li00 as the lot is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for nonconformances and deviations associated with reagent lot 30232li00 was conducted and found no occurrences that could be linked to the complaint observation. The abbott prism hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
On 06 april 2016, abbott received notification that the national blood bank of (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): on (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) hcv coi results of (B)(6). The sample was then sent to the (B)(6) infectology centre for confirmatory testing where the sample generated (B)(6) results with the architect anti-hcv assay, the architect hcv core ag assay with indeterminate immunoblot results ((B)(6)). (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2013 and generated (B)(6) results with the prism hcv assay (lot 30232li00) and with the nat methodology. This sample was then tested on the cobas platform ((B)(6) 2016) and generated a (B)(6) result of (B)(6). Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot inno lia hcv score of (B)(6) ((B)(6)) and the immunoblot microgen recomline hcv igg questionable ((B)(6)). Architect anti-hcv was (B)(6) and innotest anti-hcv was (B)(6). Red blood cells were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.